Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device was not returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Investigation results: the device was not returned for analysis; therefore, the complaint could not be confirmed. Record review found no objective evidence of device malfunction, lead issues, or abnormal performance. The event is consistent with a patient-reported perception of inadequate therapy. The IFU identifies inadequate pain relief as a known potential risk associated with scs devices. Device history record (DHR): DHR review confirmed the device met all specifications prior to release. No manufacturing deviations or anomalies were identified. Labeling review: the IFU includes inadequate pain relief and changes in stimulation effectiveness as known risks associated with the device. Investigation conclusion: complaint not confirmed due to lack of device return and objective evidence. The reported event is attributed to perceived inadequate therapy without indication of device malfunction. Root cause assigned as cause not established. No further escalation required.

Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure and was doing well postoperatively. The explanted device was not returned per facility policy.